Event description:
Per the audiologist, the patient reported distortion, loud noises and "vibration" on electrodes 21 and 22 when using the cochlear implant system. Electrodes 21 and 22 were deactivated and the sound processor was reprogrammed. The results of an integrity test done in early 2008 were consistent with normal receiver stimulator function with multiple electrode anomalies. The device was explanted on approx three months later, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.